Manufacturer narrative:
Evaluation: results: visual inspection of the ipg and leads did not reveal any abnormal physical characteristics that would contribute to the reported issue. As returned, the ipg communicated with lab equipment and was placed on a lab charging system and successfully charged. The returned product was analyzed but the complaint of ipg migration could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced discomfort due to ipg migration. The pt underwent surgical intervention. During the procedure, the physician explanted and replaced the device. In addition, the physician maneuvered through scar tissue which allegedly pulled the system leads out of the epidural space and the leads were explanted. The physician plans on implanting new leads at a later date. No pt complications were reported. There was no device malfunction associated with the leads.